Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The event involves a spinning spiros® closed male luer, red cap that leaked an unspecified chemotherapy as well as an unspecified amount of the patient¿s blood. The customer reported the spiros somehow untwisted the microclave cap from the chest port line while the patient was asleep causing blood and chemo to back up out of the port line and soaked the patient¿s side and the sheets. The nurse had checked on him at about 30-45 mins prior to the event. It was reported there was no issues identified during initial pre-testing or set-up of the device, nor were there observed component defects or anomalies upon removal or replacement of the spiros and set up. There was patient involvement, with a report of unprotected chemotherapy exposure to the patient or healthcare provider; however, there was no reported harm. This report reflects the first of three events reported.

Manufacturer narrative:
One ch2000s-c spinning spiros was returned with fluid residuals in the female luer. The spin feature was not activated on the ch2000s-c spinning spiros. The ch2000s-c spinning spiros was measured and found to be iso design compliant. No damage or anomalies were observed with the spinning spiros. The complaint was not confirmed. A used 35ml monoject syringe was returned with the male luer broken off and missing and a large axial crack in the barrel of the syringe originating at the broken male luer. Examination of the break plane revealed evidence of bending forces applied. The probable cause of the syringe breakage is typical of bending forces applied during use.